Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that on (B)(6) 2018, the patient turned their therapy on and increased their intensity on group a, and then saw a "settings not available" message on their controller. When the patient changed to their group b programming and increased intensity, they did not see that message. The rep explained that the patient's prior ins was replaced on (B)(6) 2018, due to normal end of service (eos), and in post-op, the rep had programmed the device to have one group with one program with the following settings: +-, 3.3ma, p/w 360, rate 80. Then on october 24, 2018, they met with the patient for the first post-op programming and made changes to the programming. They put the initial programmed settings on group b program 1, and then created three new programs under group a, which included the following settings: a1: +-+ 3.0ma, p/w 300, rate 80 in spine, a2: +--+ 1.0ma, p/w 300, rate 80 sub q, and a3: +--+ 0.0 ma, p/w 300, rate 80, sub q (intentionally zero ma). The rep had not checked impedances at that time so they did not have any values to report at the time of the call. They did check to see if increasing and decreasing stimulation would result in any error messages, but no messages appeared; everything was working fine on (B)(6) 2018. That night, the patient turned off their therapy at bed time as they had done since implant, and then on (B)(6) 2018, they saw the message. It was reviewed with the rep various factors that could contribute to the "settings not available" message including: high therapy parameters, a low ins charge level, low pulse width and impedances. It was suggested to check these things since troubleshooting could not be performed at the time of the call since the rep was not with the patient. No further complications were reported or anticipated. Additional information was received from a manufacturer representative (rep) on (B)(6) 2018. The rep indicated that another clinical specialist met with the patient on (B)(6) 2018. There was a high impedance on one electrode. A new program was created not using that electrode. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep on november 28, 2018. They reported they were unsure if the high impedance was seen on a specific electrode. No further complications were reported.